Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence and insulin delivery with multiple cartridges. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.